Event description:
Olympus was informed that during a total laparoscopic hysterectomy, there were technical issues which included ultrasonic level errors and probe damage errors. This report is in reference to the first of the two thunderbeats that failed during the procedure due to failed probe checks error messages. The device was exchanged for a second thunderbeat. The intended procedure was successfully completed with a fourth thunderbeat device. There was no pt injury reported.

Manufacturer narrative:
The device was returned for evaluation by olympus. The evaluation confirmed the user's reported phenomenon of a damaged probe. A probe check was performed on the device and the probe check failed. An error code u509 was observed. Both of the switches were checked and both failed testing. A visual inspection noted that the teflon pad was found to have normal wear. The proximal end of the device was inspected under microscope and the probe was found fractured, and the missing portion was note returned.